Manufacturer narrative:
The device was returned to the regional repair center for inspection. Based on the results of the investigation, most probable cause of the failures is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cracked cable unit, lost water tightness, and a gap between cable unit. There was no patient involvement.